Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-06077. It was reported the pt is no longer getting adequate stimulation and has decided to have his system explanted. F/u confirmed the entire system was explanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.